Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection with the naked eye noted broken occluder legs that caused the white twist sleeve to separate from the main body. The reported condition was verified. The cause of the condition could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set was "damaged"; there was a separation between the twist clamp (white twist sleeve) and main body. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was in use approximately four (4) months. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.